Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead presented to the emergency room in atrial fibrillation (af) with rapid ventricular response. Upon interrogation code 1007, indicative of a charge time out, and code 1004, indicative of a shock lead short, were observed. Additionally, low shock impedance was noted. Technical services recommended device replacement and evaluation of the lead. Subsequently, the device was explanted and the lead was surgically abandoned. Both were successfully replaced with no additional adverse patient effects were reported.